Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator. The rep reports today the hcp changed the ins on the left side, and they still have the impedance issues.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturing representative (rep). Rep reported patient was seen at healthcare providers(hcp) office for follow up visit. Rep reported patient is getting good therapy and charging fine. Rep reported patient is programmed with contacts that are in the green color. Rep reported hcp received a message: connectivity test: perform the test to confirm implanted component configuration and avoid unintended stimulation and tissue damage. Patient may experience temporary discomfort during the test. Tap start to begin. Rep reported hcp was afraid since the message was seen that she did not want to press continue. Rep reported patient had monopolar impedance issue pre/post op, but bipolar impedance was within range. Reviewed connectivity test vs electrode impedance test. Caller will explain connectivity test to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturing representative reported that impedances were a known issue.